Event description:
Healthcare professional reported deflation. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Photo analysis: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening observed on anterior side assessed as fold flaw opening and broken observed on posterior side assessed as surgical damage (missing shell assessed as inconclusive). Additional observations: ¿ creases were observed. ¿ wear abrasion observed. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. The device has been explanted. This relates to the right side.